Manufacturer narrative:
Device history record for the lot reported was reviewed and no issues were observed. Product was manufactured with validated procedures and all product is tested 100% prior to release. The device was not explanted; therefore, new world medical could not confirm the issue reported without the device.

Event description:
High iop.